Manufacturer narrative:
This MDR is to report allegation of incorrect hyperopic surgical outcome of an additional patient, for the device issue reported under MDR 9615030-2017-00025 and 9615030-2017-00026. Retreatment of the patient was necessary due to the incorrect surgical outcome.

Event description:
A health care professional (hcp) reported that a patient had an incorrect hyperopic surgical result after using the iolmaster 700 for biometry measurements and lens power calculations. The hcp reported that the patient will have lasik surgery to correct his/her vision.